Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, an initial attempt was made to inflate the balloon; however, a leak was noted due to several small holes. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.